Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 280 mg/dl. The customer addressed bg level using manual injections. Reportedly, the customer was using apidra insulin. The customer stated that upon removal of the site, the cannula was noted to be blocked/clogged. The customer cleaned out the infusion set, reinserted it, and resumed insulin delivery. Tandem technical support instructed customer regarding labeling instructions.